Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation with the va lcp clavicle plate for the fracture of the diaphyseal clavicle. The surgeon used the low profile metaphyseal screw in question to the plate and bone together. The screw crossed over the contralateral cortical bone, and the surgeon started to feel the screw was tightened. When the surgeon tried to tighten the screw a little more, the screw was broken off under the screw head. The surgeon did not intend to tighten the screw with full force and was stunned. Since it was difficult to remove the broken screw without removing the entire plate, the surgeon decided to complete the operation with the broken screw remaining in the patient¿s body. The surgery was completed successfully within 30 minutes delay. The surgeon will inform the patient that broken screw would be removed together with the plate when the plate was removed. According to the surgeon, the surgeon guessed that if the patient was young and had good bone quality, the screw would not be able to withstand the torque during insertion of the screw. No further information is available. This report is for one (1) lwprof metaphys compres scr ã¸2.7 self-ta. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d2: additional procode: hrs d10 e1 h6: part: 04.118.516ts lot: 8l89605 manufacturing site: werk selzach release to warehouse date: 13 december 2021 expiration date: 01 december 2026 supplier: (B)(4) a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received image(s). Visual analysis of the photo revealed that the lwprof metaphys compres scr ã¸2.7 self-ta is broken as only the head of the screw is visible in the picture. Embedded device condition cannot be confirmed since x-ray evidence was not provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the lwprof metaphys compres scr ã¸2.7 self-ta. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.